Event description:
It was reported by the patient that their device battery was low and the patient thought the device should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 implantable pacing lead (B)(6) 2008, 3830 implantable pacing lead (B)(6) 2008. (B)(4).